Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient had issues with the implant and did not know if it had moved. The patient stated they would hardly move and would get a sharp, ripping pain around the implant site, so they tried to stay in one place. The patient stated this started about 6 months ago, maybe (B)(6) 2016. Physician listings were sent. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they have not yet notified a physician because they did not receive physician listings. It was reported that some circumstances that led to the pain included increased activity level by the patient. It was reported the patient tried to be more careful to avoid sudden bending or turning of the body. However, the patient reported the pain can happen when walking at a normal pace or standing still. It was reported the pain occurs unexpectedly and can happen many times in a day or not for several days. It was reported the patient's weight varied between (B)(6) lbs. No further complications were reported/expected.